Event description:
It was reported that a large volume folfusor overinfused during infusion; further described as "pump had emptied too quickly". The expected therapy time was 46 hours; however, the pump emptied within a day after the start of infusion. The device contained fluorouracil, folinic acid (sodium salt) and 230 ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10. H4: the lot was manufactured may 10, 2023 - may 11, 2023. H10: the actual device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, the flow rates were found to be within the product specification range. Based on the functional flow test result, the folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.